Manufacturer narrative:
(B)(4).

Event description:
This rv lead threshold increased from 1.8 v to 2.8 v. A representative reprogrammed the parameters to 3.8 v at 0.4 ms for safety margins. The patient will be monitored for now until next follow up visit in six months. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.